Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed the pod was received in pod state 14, but was shorted during the download process so it became pod state 15, indicating that the pod did not complete the activation process after being filled. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. It was concluded that the reported event did not occur.